Manufacturer narrative:
(B)(4). The customer reported a red x in the ready for use indicator, and a failure to power up. There was no reported pt involvement. The device was evaluated at philips. The repair technician observed the red x in the ready for use indicator, and noted loose pins on the battery pca (consistent with the customers report of the device failing to power up). The battery pca was replaced to resolve the issue.

Event description:
The customer reported a red x in the ready for use indicator, and a failure to power up. There was no pt involvement.